Manufacturer narrative:
Device evaluation of battery charger has been completed at the distributor. The reported problem (battery faults / charger faults) has been confirmed. Upon investigation the returned charger¿s power supply and power cord was incorrect. The cause for the failure was isolated to the incorrect power supply connector and power cord. The charger was able to power on with a known good power cord and power supply connector. The root cause for the incorrect power supply connector and power cord could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults.